Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
The clinician reported that on the day the dental implant was placed, in the patient¿s mouth, a failure occurred upon insertion. There were no reported patient injuries or complications.